Manufacturer narrative:
During the onsite investigation, system was checked. Adjustment was made to firmware, and the usb cable was replaced. The root cause was determined to be the need for adjustment to firmware. (B)(4).

Event description:
Customer reports the device switched off automatically without any user intervention. Patient was not involved and no further information was provided.